Event description:
Supplemental cancellation report is being submitted due to re-assessment of the file following the investigation completion on 31-jan-2024. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
PMA/510(k) #k210476. Supplemental cancellation report is being submitted due to re-assessment of the file following the investigation completion on 31-jan-2024. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Event description:
The fnb model needle malfunctioned as the needle was not exposed outside the sheath. The defect can only be noticed inside the device with great resistance, as shown in the video. When the movement is made from the outside, the needle has a normal exposure. The malfunction started during the puncture of the third lymph node and, to solve the problem, a new needle of the same model, batch: c1879654 was used, which worked perfectly until the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? Yes. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: the damage was shown when the needle was exposed (it was not exposed) inside the device. 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? No. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. The defect was presented in the puncture of lymph node 7. 10. Please describe the size of the intended target site. The 4l lymph node had already been punctured, the moment of greatest difficulty was in puncturing lymph node 7. There were 3 complete passages in 4l and, with great difficulty, it was possible to make 2 passages in lymph node 7. Lymph node 7 is approximately 30mm. 11. If not with the device in question, how was the procedure performed and/or finished? It was necessary to use a new needle of the same model, which presented no problems. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? No. 16. What intervention (if any) was required? There wasn't. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 19. If yes, please specify what was observed and where on the device it was observed. No external defect was observed. 20. What is the scope manufacturer and model number that was used? Fujifilm - eb530us. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? No the device has been used for less than 1 year. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? When advancing the needle. 24. Was the syringe used during the procedure, after the stylet was removed? Yes. 25. Was difficulty experienced while retracting the needle? Yes, with resistance. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes, with resistance. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 28. Was the stylet partially removed when advancing the needle into the target site? Yes. 29. How many samples were obtained (passes completed) with this needle? It was only 1 complete sample from the 4l lymph node, with 3 passages. A new needle was used to puncture lymph node 7. 30. Did any section of the device detach inside the patient? No if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Yes. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. Would you be able to confirm what scope was used with the replacement device. It was not necessary to replace the device; when the new needle was used, the procedure continued with the same device.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.